Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through returned product evaluation. Visual examination of the returned product/provided pictures identified signs of use as well as wear and tear. The base of the threaded handle has damage including gouges and dings. There are also scratches and dings along the knurled surfaces on the handle. The device also has visible wear on the base. The pad of the impactor has fractured into 2 pieces. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would 64change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenosphere impactor tip fractured no complications, injuries, or surgical interventions were required, and no foreign bodies were reported retained due to this malfunction. It was reported that no further information is available.